Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a robotic sigmoid colectomy procedure the device fired fine at the first firing. On the second firing the device would not fire or open. It is unknown how the device was opened. Another device was used to complete the case with no patient consequence. No further information available.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.